Event description:
Caller reported a minimum fill notification with no adverse impact to the customer's blood glucose level. Caller was attempting to load a new cartridge, and technical support instructed them to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully load the cartridge onto the pump and resume insulin delivery.